Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis yielded no device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was replaced due an infection. A new ICD system was implanted. No further patient complications have been reported as a result of this event.